Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient experienced bleeding from the incision site. The physician performed a wound washout and removed the device. There have been no reports of further complications regarding this event.